Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 85% stenosed, de novo target lesion was located in the non-calcified, mildly tortuous circumflex (cx). The lesion was predilated with 1.5x15mm and 2.5x15mm unspecified coronary balloons. After pre-dilatation, the stenosis was reduced to 50%. A 2.75x24mm taxus liberte stent delivery system (sds) was advanced to the left main (lm) but could not reach the cx. Upon withdrawing the sds the stent dislodged from the delivery balloon in the lm. The physician wanted to push the stent distally but was unsuccessful. The dislodged stent was deployed in the lm. A non-bsc stent was deployed to treat the target lesion. No additional patient complications were reported and the patient's current condition is listed as "stable".